Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture as an alert was triggered due to short v-v intervals and impedance. The patient had the device reprogrammed at the physician's office. A week later, the patient went to the emergency room. Detections were noted to be programmed off at that time. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead was capped and replaced.